Event description:
Doctor was using product without difficulty, product reloads were inserted without problem. When doctor pressed to fire stapler, it would not continue to perform to his requests. Second stapler was given to provider, per his requests. Same problem occurred when button pressed to fire, the stapler would not fire.